Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 180 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with an intermittent button response and button error alarm due to corroded keypad traces. No keypad scrolling up noted. Insulin pump had minor scratches on lcd window, cracked cast at display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and ufrther information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).